Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 30 bd plastic non-sterile luer-lok¿ tip syringes had oily foreign matter on their plungers. The following information was provided by the initial reporter: "customer stated that upon opening their package for item bd301027, there was an oily substance on the syringes. They could not use do to it contaminating lab results." "Inside the syringe body direct contact on black plunger".